Event description:
"According to the customer report, the locking ring on the red three-way stopcock comes off with a slight pull during use. Contaminated with maintenance fluid. We are also asked to answer whether it is due to lot or not, and whether there are any other cases."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.